Event description:
Patient reported they have a severe overjet; it feels like that their bite is crooked and there is a bulge on their left gum compared to right gum with a gap in the front teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.